Event description:
The customer reported the subject device had a pinhole/cut. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed the insertion tube coating was peeling off. This report is being submitted for the peeling coating that was found during the device evaluation.

Manufacturer narrative:
Upon further evaluation of the device, service found a leak due to a perforation in the insertion tube due to external factors. A leak was observed at the suction port base due to external factors. The insertion tube had wrinkling. The angle of curvature was insufficient due to the elongation of the angle wire. The adhesive on the objective lens was peeling off due to handling. The adhesive on the lighting lens was peeling off due to handling. The insertion tube was crushed due to external factors. The curved rubber was sagging due to handling factors. The curved rubber adhesive part missing (chipped off). The adjustment ring was damaged due to external factors. The device label was peeling off. The ce label was peeling off. The indicator of the light guide mounting base was peeling. Scratches were observed on the control section, on the adjustment ring, on the eyepiece, on the control section, on the grip, on the angle lever, on the up/down plate, and on the cover, due to external factors. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the coating of insertion tube peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.